Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient is a paraplegic which is why a constrained option was used due to poor muscle function. Patient presented with a disassociated head from stem trunnion. Construct was reassembled after synovectomy and removal of osteophytes. Surgeon is concerned that a recurrence may occur. No implants were revised.